Manufacturer narrative:
Additional information: section h imdrf annex codes & section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device door was repeatedly failed to open and jammed. The field service engineer found that door was functional and performed tower door corrective action. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was repeatedly failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door 2 was repeatedly failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was repeatedly failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.